Manufacturer narrative:
The power pcba was returned to stryker for further evaluation. It was confirmed that a shorted transistor on the eos caused the issue of no ac operation and no dc battery charging.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation found the device had a depleted, non-stryker battery installed, upon using an approved charged battery the device powered on as expected. Further testing found the device would not power on with ac only power. The w09 26 pin connector was reseated on the therapy board, a new power pcba and power supply were installed on the device to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.